Manufacturer narrative:
H3: one cadd solis vip pump was received in good condition. The event history log was reviewed and there was a "cassette not attached properly" high alarm displayed. A disposable cassette was attached for tests and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined since there was no fluid ingression or damage on the downstream occlusion (dso) sensor. The dso sensor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump alarms that the tubing is not attached properly. There were no reported adverse events.